Manufacturer narrative:
The investigation confirmed that non-reproducible, lower than expected vitros phbr quality control results were predicted while using the vitros 5,1 fs chemistry system. A biomedical engineer made adjustments to the insert blades, slide alignment guides, and the iwf metering assembly to return the analyzer to expected performance. The root cause of the event is instrument related. There was no evidence that a reagent related issue contributed to the event.

Event description:
The customer obtained non-reproducible, lower than expected vitros phbr quality control results (qc fluid lot m1914 = 46.97, 46.84 vs. An expected result= 60.78 ng/ml) using a vitros 5,1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action if they were to occur undetected on patient samples. No patient samples were run during the time frame of the event. There was no report of patient harm as a result of this event. (B)(4).